Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please clarify, did the patient had infection/ wound exposure? If so, was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. What is the patient¿s current health status and condition? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the doctor used the suture to suture the first stitch of wound, when the knot was tied, the suture needle was pulled off, resulting in separation of needle and suture. After that, the same issue occurred with 3 consecutive products, resulting in failure to sew and knot, and another one was replaced to use. As a result, one package of sutures were not enough to be used, and another pack must be prescribed for use, resulting in a prolonged procedure and increased risk of patient wound exposure and infection. No adverse patient consequences were reported. Additional information was requested.